Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as uncomfortable under electrodes, felt like laying on walnuts, with no visible bruising or irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of the device for the skin irritation. Outcome of the irritation is unknown.